Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract correctly. The following information was provided by the initial reporter: "had another incident today where an IV needle would not retract correctly."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received four hundred forty-eight unopened units from lot number 1196106. A sampling of (B)(4) units were pulled at random from the received boxes to perform the testing on. Prior to testing the devices were inspected for spring or gel issues as retraction testing is destructive. There was no overlapping or damage observed to the springs. Upon inspection of the gel, it was observed that the gel is visible down the outside of the hub inside the grip which is not a typical occurrence. The units were then tested for retraction. Needle retraction is considered slow if greater than 1 second. Twenty-four of the units were found to have slow retraction. Four of those units did not retract until after the test timed out. Further inspection of the failed units was performed to inspect for any damage or deformation of the device of the slow units. No damage was observed. This indicates that the gel is the most likely cause of the slow and/or no retraction. The reported issue was confirmed. This type of defect may occur during manufacturing due to an incorrect equipment setting at the gel insertion station. The gel inside the grip is measured periodically by operators by weighing the units before and after gel insertion periodically. Additionally, functional testing for retraction is performed periodically per the sampling plan. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract correctly. The following information was provided by the initial reporter: "had another incident today where an IV needle would not retract correctly."